Event description:
The distributor reported on behalf of the user facility, that the catheter was defective. A new catheter was used to replace the defective catheter. The monitor screen showed "check catheter connection" during the malfunction. The catheter did not cause any problem to the pt. The pt had a diagnosis of brain trauma.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.